Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the right ventricular (rv) lead. During the procedure it was observed that the helix would not extend. The lead was not used, and implant was successfully completed with use of a replacement lead. The patient was stable.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.